Event description:
The service report shows the customer reported that the 840 ventilator had a communications error. Malfunction did not occur during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing. As a precautionary measure, customer to run unit for 48 hours on a test lung and circuit before returning to patient use.

Manufacturer narrative:
(B)(4).